Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that after the catheter was inserted and its position confirmed by x-ray, the user tried to connect the injection hub to the line of the medical solution. It was at that time, the injection hub of the distal line came off. As a result, the catheter was removed and replaced with a new one. There were no reported patient complications.